Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area a skin irritation. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Reporting out of an abundance of caution.

Manufacturer narrative:
Not applicable.